Event description:
During the insertion of the line into the right brachial vein, staff noted that the guidewire was not threading smoothly. The guidewire appeared to be stuck and once the stylet was removed, the guidewire remained in place. It appeared as though the product uncoiled allowing the guidewire to separate from the flexi-tip, which allowed the guidewire to remain in the pt's subcutaneous tissue. A surgery consult was obtained and the guidewire was successfully removed.

Manufacturer narrative:
The complaint that the guidewire broke was confirmed and appears to be use related. The product returned for evaluation was a nitonal guidewire in three segments. The coil wire was elongated and unraveled on all three segments. The proximal segment was 20.6" long and included the solid wire and a segment of the coiled region. The intermediate segment was a 4.9" long segment of coil wire, the distal segment contained the rest of the coiled region including the distal weld tip. The distal segment was 6.9". The core wire had broken approx 0.7" from the distal end. Microscopic examination (60-80x) was conducted on the break in the central core wire. The edges contained an angled break surface. The wire was slightly bent close to the break site. Examination of the distal weld tip revealed that the weld was intact. The damage seen on the guidewire can occur if the guidewire is retracted back through the introducer needle. The IFU states, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." Gross visual and microscopic examination revealed no evidence of defect or deformity related to the manufacturing process. A chr of lot# reuc1451 showed no other similar product complaints from this lot number.